Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013021399); product type: 0195-heart valves; implant date n/a; explant date n/a updated: b5, d10, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, a significant infold was observed at 80% deployment. The valve was recaptured and redeployed to 80%, where the infold was again noted. No significant calcifications were present that would conceivably contribute to the infold. The valve and delivery catheter system were removed from the patient, and a new valve was used successfully for the procedure. Additional information was received that a procedural delay occurred as a result of the infold.

Manufacturer narrative:
Image review: five fluoroscopic files were provided for review. The absence of the patient¿s executive summary limited the ability to perform a comprehensive anatomical assessment. Review of the valve load inspection identified a misload, characterized by crown overlap extending to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. Despite the misload, the valve was attempted to be implanted which resulted in infolding observed during the first deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The valve was recaptured per the report and redeployed with an infold a second time. The valve and delivery catheter system w ere removed from the patient, and a new valve was used successfully for the procedure. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, a significant infold was observed at 80% deployment. The valve was recaptured and redeployed to 80%, where the infold was again noted. No significant calcifications were present that would conceivably contribute to the infold. The valve and delivery catheter system were removed from the patient, and a new valve was used successfully for the procedure.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original jar fully submerged in a clear unknow solution. The valve was discolored, indicating blood contact. The valve appears crimped. All leaflets have no signs of leaflet damage. Leaflets l1 and l3 appear to be in the open position while l2 was in the closed position. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow appeared elliptical. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded, but it remained compressed. Due to the receipt condition, a deployment simulation to evaluate against the alleged infold event cannot be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.